Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: dtba1d1 crtd, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited rising thresholds. It was also reported that the right atrial (ra) lead exhibited low p-waves and occasional undersensing. The lv lead and the ra lead remain in use. No patient complications have been reported as a result of this event.